Event description:
The customer called to report that the bolus wizard was not calculating the boluses correctly. Troubleshooting was performed, and the bolus wizard did not suggest the correct amount. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display and battery warming up due to a component puncturing through the isolation tape and making contact to the positive side of the battery tube. Unable to verify the bolus wizard anomaly due to the liquid crystal display damage.